Manufacturer narrative:
(B)(4). Final analysis verified the complaint due to a power supply failure. (B)(4).

Event description:
It was reported that the transmitter was damaged after an electrical storm, smoke was seen coming from the usb port. The transmitter will be replaced and returned. The patient did not experience any adverse event.